Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. The front end of the instrument was complete. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken blade at the base. A piece measuring approximately .935" x .085" was found to be broken off and was returned. The components adjacent to the broken blade did not show damage. In addition, the instrument had failed energy recognition when connected to an in-house energy generator. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.